Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was not returned for examination. Review of a provided photograph confirmed the red thumb lever has broken off the assembly. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the saw capture does not lock on to the ap cutting block. There are no deficiency with the ap cutting block. Not used in surgery.